Event description:
It was reported that "the doctor found connector broken during clinical setting before using on patient". No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The et tube and two suction catheters were returned in their original packaging. The bronchial and tracheal swivel connectors were returned without their packaging. The returned connectors were visually examined with and without magnification. Visual examination revealed that the tracheal swivel connector was broken on the 15mm connector side. The swivel valve is a component purchased from a supplier. A non-conformance was previously opened to further investigate this issue. Corrective actions were implemented under the non-conformance on 08 jan 2022 to prevent this issue from recurring. This sample was manufactured prior to the corrective actions.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the doctor found connector broken during clinical setting before using on patient". No patient involvement reported.